Event description:
Report received from the USA stating the device was "overheating" and "too hot to hold". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if an injuries or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The reported malfunction could not be confirmed. If additional information is received, a supplemental report will be sent.